Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 150 mg/dl. Customer's other blood glucose level was 320 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was using auto mode feature. Customer was also reported that the insulin pump had received hardware low level failure alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer stated that they was able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was passed. Troubleshooting was performed for high blood glucose level and insulin pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. (B)(4).

Event description:
It was unknown if the customer was using auto mode at the time of event.